Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were cuff failure on 4 units. It was stated that there was a delay in procedure/surgery and the patient was injured.